Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:20:53. During night drain cycle four, the patient's ultrafiltration reading was 1712ml, indicating the home patient (hp) drained 1712ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The homechoice received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. Review of the event log found evidence of the iipv condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.